Manufacturer narrative:
As reported through a article review a 87-year old patient who had a trifecta valve implanted. The valve was implanted in a supra-annular position. During the procedure, a concomitant surgery included a coronary artery bypass graft. The procedure was performed completely endoscopically. Then, structural valve deterioration (svd) was observed on routine transesophageal echocardiography (tee). The valve area was 0.4cm^2, the peak gradient was 97.4mmhg, and the mean gradient was 70.9mmhg. The non-coronary cusp was extremely calcified. Later on, a completely endoscopic avr was performed. The valve had completely degenerated calcified leaflets without any morphological signs of endocarditis. The three leaflets were removed, and the ring and pannus tissue were completely debrided. Extreme ingrowth and annular neocalcification made it impossible to excise the prosthesis ring. A non-abbott self-expandable valve was implanted, and a post-implant balloon dilatation was performed. The tee showed the valve was successfully implanted. After the procedure, the patient developed a complete atrioventricular (av) block, and a permanent pacemaker was implanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported calcified, device stenosis, and structural valve deterioration could not be conclusively determined. Literature: article title: totally endoscopic valve-in-valve procedure: implantation of perceval prosthesis in trifecta ring.

Event description:
The article "totally endoscopic valve-in-valve procedure: implantation of perceval prosthesis in trifecta ring" was reviewed. It was reported that in (B)(6) 2019, a 23mm trifecta valve was implanted during an aortic valve replacement (avr). The valve was implanted in a supra-annular position. During the procedure, a concomitant surgery included a coronary artery bypass graft. The procedure was performed completely endoscopically. In (B)(6) 2023, structural valve deterioration (svd) was observed on routine transesophageal echocardiography (tee). The valve area was 0.4cm^2, the peak gradient was 97.4mmhg, and the mean gradient was 70.9mmhg. The non-coronary cusp was extremely calcified. In (B)(6) 2023, a completely endoscopic avr was performed. The valve had completely degenerated calcified leaflets without any morphological signs of endocarditis. The three leaflets were removed, and the ring and pannus tissue were completely debrided. Extreme ingrowth and annular neocalcification made it impossible to excise the prosthesis ring. A non-abbott self-expandable valve was implanted, and a post-implant balloon dilatation was performed. The tee showed the valve was successfully implanted. After the procedure, the patient developed a complete atrioventricular (av) block, and a permanent pacemaker was implanted. The primary and correspondence author of the article is silke van genechten, md, department of cardiothoracic surgery, jessa hospital, stadsomvaart 11, hasselt, 3500, belgium, with the following corresponding email: silke.vangenechten@jessazh.be.

Event description:
The article "totally endoscopic valve-in-valve procedure: implantation of perceval prosthesis in trifecta ring" was reviewed. It was reported that in january 2019, a 23mm trifecta valve was implanted during an aortic valve replacement (avr). The valve was implanted in a supra-annular position. During the procedure, a concomitant surgery included a coronary artery bypass graft. The procedure was performed completely endoscopically. In january 2023, structural valve deterioration (svd) was observed on routine transesophageal echocardiography (tee). The valve area was 0.4cm^2, the peak gradient was 97.4mmhg, and the mean gradient was 70.9mmhg. The non-coronary cusp was extremely calcified. In may 2023, a completely endoscopic avr was performed. The valve had completely degenerated calcified leaflets without any morphological signs of endocarditis. The three leaflets were removed, and the ring and pannus tissue were completely debrided. Extreme ingrowth and annular neocalcification made it impossible to excise the prosthesis ring. A non-abbott self-expandable valve was implanted, and a post-implant balloon dilatation was performed. The tee showed the valve was successfully implanted. After the procedure, the patient developed a complete atrioventricular (av) block, and a permanent pacemaker was implanted. The primary and correspondence author of the article is silke van genechten, md, department of cardiothoracic surgery, jessa hospital, stadsomvaart 11, hasselt, 3500, belgium, with the following corresponding email: silke.vangenechten@jessazh.be.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: totally endoscopic valve-in-valve procedure: implantation of perceval prosthesis in trifecta ring.